Manufacturer narrative:
The patient underwent primary surgery on 2015 for a traumatic femur fracture. He was treated with a im femur nail and recovery appeared fine. Three years after, on a visit to his orthopedic surgeon, it was evidenced that the patient had developed a pseudoarthrosis, reason why surgeon opted for a reintervention with the use of the reported implant (21103-13 hole, 4.5, its (B)(4)). The procedure went without complications with removal of the nail, treatment of the pseudoarthrosis, grafting and implant placement. Patient was discharged without complications. Two weeks after the surgery, our rep receives an x-ray image from the surgeon in which a broken plate was visible. Surgeon reports that patient was compliant and no misuse was suspected. When interviewing the patient, it is found that he was not undergoing pt, but was using a walker.

Event description:
We recieved information from a distributor that a straight plate with article number 21103-13 broke 2 weeks after the surgery.